Event description:
Embolization of cordis permanent trapese filter into right atrium obstructing the tricuspid valve migrated to heart causing death; migrated 11 days after placement. [Details: the pt had a cordis permanent trapese filter placed prior to planned gastric bypass and pt had a documented history of deep vein thrombosis. The filter was placed on (B)(6)2010. The laparoscopic roux-en-y gastric bypass procedure was on (B)(6)2010. The pt had an uncomplicated postoperative recovery and was discharged to home. Pt was readmitted on (B)(6)2010 with lower right abdominal tenderness. This was thought to be neuropathy; no femoral canal changes noted. An exploratory laparoscopy w/ appendectomy was completed on (B)(6)2010. The pt was recovered & sent to the floor in stable condition. Ten hours later, the pt was assisted to the bathroom, had dizziness and collapsed during return. Resuscitation efforts were unsuccessful. The autopsy report on 10/06/2010 indicated embolization of greenfield filter into right atrium obstructing the tricuspid valve. Dates of use: eleven days: (B)(6)2010 - (B)(6)2010. Diagnosis or reason for use: pre op for gastric bypass; history of dvt.